Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was informed they would receive a replacement pump with updated software.